Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "it was reported that on an unknown date, the patient underwent the surgery via tka with the implant in question. On an unknown date, the implant in question was removed due to infection. On feb 6, 2024, the surgeon noted that the implant in question, which had been extracted in the past, was yellowish. It was also noted that the implant in question may have been oxidized. Details such as the implant (insert) used, and the date of removal surgery are unknown. A sales representative will confirm the details at a later date. No further information is available". The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the fixation surface of the attune rp tib base sz 5 por was devoid of bone ingrowth, which may indicate that the tibial base might not have adequate bone adhesion. Furthermore, it is worth mentioning that the surface of the rotating platform presents sings of pitting and scratches, consistent with a third body debris becoming trapped between the articulating surfaces of the tibial base and insert. However, no signs of a device non conformance were observed or defects that could have contributed to the reported event. With the information provided is not possible to determine a potential cause at this moment for the observed pitting and scratches. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was not confirmed as the observed condition of the attune rp tib base sz 5 por would not contribute to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination.

Event description:
It was reported that the patient underwent the surgery via tka with the implant in question. The implant in question was removed due to infection. On (B)(6), 2024, the surgeon noted that the implant in question, which had been extracted in the past, was yellowish. It was also noted that the implant in question may have been oxidized. No further information is available. Doi: (B)(6) 2022. Doe: (B)(6) 2023.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h3.